Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating there's alot of irritation when wearing blue jeans because the ins sticks out and the area looks blue and has veins. Patient wished the ins was implanted higher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had their system removed on (B)(6) 2018 because they had a problem for about a year with the area on top of the battery swelling, burning, having a dull ache, and being uncomfortable. They noted that the stimulator did help them, but it had stopped working after a while because of the swelling in the implant area. They thought their body was rejecting the implant because they had kept it charged and had no issues with the implant itself or the external equipment; it was just that their back hurt more with having the implant in their body than with her implant out of their body. The patient had a cat scan sometime the year prior to check on why the implant area was swelling. It was also noted that, to remove the leads, the surgeon had to cut a little piece of the patient¿s bone out to make the incision wide enough.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having pain at the ins site from healing. In (B)(6) 2016, the patient's swelling had gone down but it was later reported in (B)(6) 2017 that the patient was occasionally experiencing swelling, puffiness and soreness at the ins site since implant. It was also reported that the ins was sticking out a little. It was noted the patient had no back fat, which could be a contributing factor. It was noted the therapy has helped with half of the pain but they were hurting. Prior to the therapy, the patient's pain level was at a 9/10 and they could not function but after getting the therapy their pain level had reduced to a 5/6. Their pain may be worse with the weather. The patient was still taking hydrocodone and was icing the ins site, which would help it feel better. It was noted the patient had a follow up appointment scheduled with their doctor for (B)(6) 2017. There are no anticipated complications.